Event description:
It was reported that during the procedure, an 8x30x80 fox plus balloon dilatation catheter as advanced toward a heavily calcified lesion in the non-tortuous distal common femoral artery, but was unable to cross the lesion. The fox plus was withdrawn without resistance felt and a smaller sized fox sv balloon dilatation catheter was able to cross the lesion and pre-dilatation was performed. A 6x28x80 otw omnilink 35 peripheral stent system was advanced over an unspecified guide wire into a non-abbott sheath when the omnilink stent dislodged inside of the sheath. The omnilink, sheath, and guide wire were withdrawn as a single unit. There was no resistance felt during advancement or withdrawal of the omnilink. The procedure was completed with another omnilink system. There were no adverse patient effects and no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning. The lot number was provided. Review of the device history record is forthcoming. A follow up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.